Event description:
Spontaneous. Patient's home health nurse reported malfunctioning of curlin pump. Per nurse, she primed the line and pump continuously says high pressure and has to continuously reset the pump. This has been happening for past few infusions. No affect on infusion of medication. No missed dose reported, pump will be returned. Serial number unavailable. No adverse events reported. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Frequency: on day 1 and 2 then infuse 20gm {200ml) on day 3, 4, and 5 every 3 to 4 weeks. Reported to (B)(6) by: health professional.